Manufacturer narrative:
Results of investigation are pending. Safe flow sensor was exchanged during case and issue was resolved. Follow-up #1: spectrum medical is still awaiting device return for investigation. Follow-up #2: spectrum medical is still awaiting device return for investigation. Follow-up #3: review of event logs reveals a loose connection between the flow sensor and the associated flow port., which can limit the signal emitted/received by the flow port. The user is advised to confirm that all sensors and cables are securely connected prior to use. The level sensor was checked on-site and confirmed to function as expected.

Event description:
User reported inaccurate bubble alarms, which caused the occluder to clamp and flow to stop. There was no patient harm.

Manufacturer narrative:
Results of investigation are pending. Safe flow sensor was exchanged during case and issue was resolved.

Event description:
User reported inaccurate bubble alarms, which caused the occluder to clamp and flow to stop. There was no patient harm.

Manufacturer narrative:
Results of investigation are pending. Safe flow sensor was exchanged during case and issue was resolved. Follow-up #1: spectrum medical is still awaiting device return for investigation.

Event description:
User reported inaccurate bubble alarms, which caused the occluder to clamp and flow to stop. There was no patient harm.

Manufacturer narrative:
Results of investigation are pending. Safe flow sensor was exchanged during case and issue was resolved. Follow-up #1: spectrum medical is still awaiting device return for investigation. Follow-up #2: spectrum medical is still awaiting device return for investigation.

Event description:
User reported inaccurate bubble alarms, which caused the occluder to clamp and flow to stop. There was no patient harm.